Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, time of recommended replacement time (rrt) (B)(6) 2016 02:15:03. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unexpected longevity with a sudden drop in battery voltage. The ICD remains in use, and was scheduled for explant. Subsequently, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.